Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex balloon catheter was selected to dilate the lesion. During preparation, the monorail hypotube snapped in half. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).